Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced as when it was pressed it stayed flat (dimpled). No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Were made. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test. The pump failed the activation tests 2 and 3. Based on the information available and analysis results, the reported dimpled pump was confirmed and the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced as when it was pressed it stayed flat (dimpled). No patient complications were reported.